Manufacturer narrative:
On 07/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/29/2016 a medtronic representative, following-up at the site, reported testing both biopsy needles and was unable to replicate the reported issue. Both biopsy needles tracked fine. The medtronic representative stated that the surgeon uses the foot pedal more than most surgeons and notes there is a potential the trajectory could have been unlocked. On 08/12/2016 software analysis was unable to determine probable cause with the information provided. It is suspected the physician may have locked with the foot switch. Return requested for 2 passive biopsy needles. Medtronic investigation of returned suspect device finds that both biopsy needles were in good condition with no apparent physical damage. Both biopsy needles were able to track without issue once the trajectory was locked. No problem found. Devices found to be fully functional. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial biopsy procedure, they were unable to track the biopsy needle when it was in line with the planned trajectory and the software's trajectory was locked within synergy cranial 2.2.6. They were able to track all other instruments without issue. In trouble-shooting, it was confirmed in the software that the site was using a biopsy procedure. Set a new plan entry point and target, removed / re-added biopsy needle tool card, and used a navigus probe to aim and lock trajectory in the software. Confirmed the software displayed locked trajectory and introduced the needle in the tool reducing tube, however, was unable to track. Using a second biopsy needle also did not resolve the issue. The surgeon opted to discontinue navigation of the biopsy portion of the procedure. Delay in therapy was 20 minutes. There was no impact on patient outcome.